Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was diagnosed with an infection at their lead insertion site. The patient was prescribed antibiotics. The patient has been reported to be recovering well.